Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they experienced high blood glucose. Customer¿s blood glucose was 444 mg/dl. Customer did not experienced the symptoms due to high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. Customer stated they got insulin flow blocked alarm. Customer stated insulin did not exited after fill tubing. The insulin pump will not be returned for analysis.